Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for right ventricular (rv) intrinsic amplitude out of range due to a measurement less than 3 mv. Two stored non-sustained ventricular tachycardia (nsvt) episodes show oversensing of noise on the atrial and rv channels. The system remains in service and no adverse patient effects were reported.